Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the customer did not specify what was done to turn the pump back on or how insulin therapy was resumed after the shutdown. Although tandem technical support offered to troubleshoot the issue, the customer declined. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpected shut down. The customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.